Event description:
Customer reportedly received result over 200 mg/dl on the advantage system while using comfort curve test strips, and result of 38 mg/dl on the aviva system within 10 minutes. Low blood glucose symptoms were reported with these results. Customer was able to retrieve treatment on his own. No adverse event related to the device was reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the advantage system (lot number and expiration date unknown). Reference medwatch report (B)(6) for the suspect device used in the aviva system. Will not be returned to manufacturer.